Manufacturer narrative:
(B)(4). Device being retained by account.

Event description:
It was reported that during a low anterior resection, the surgical assistant dialed down on the very thick tissue and waited. The surgical assistant dialed down again and waited and then fired the device. The device was very hard to fire. The surgeon and the surgical assistant stated that they did not hear the crunch. The surgeon stated that they were three quarters of the way down on the gap setting scale. The donuts were inspected and the surgeon stated that one of the donuts did not look right. The anastomosis was checked with a leak test and bubbles were confirmed. Second device was used to complete the case. The patient received an ileostomy, but it is unknown at this time if the ileostomy was planned. Per the surgeon, the patient is fine. The account will not release the device at this time.